Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, g4, g7, h2, h3, h4, h6, h10. Reported that the fan tip kept popping of the pulsavac gun; 3 devices were used and were discarded. Review of the most recent repair record could not be completed because the device was not returned for evaluation and repair. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. The event cannot be confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the fan tip kept popping off of the pulsavac gun while in use. Nothing came in contact with patients and the event occurred outside of surgery. No adverse event was reported as a result of this malfunction.